Event description:
It was reported that the setscrew did not secure the lead, even though the torque wrench made an audible click when turning. It was stated that a new product was used. The patient¿s status at the time of the event was said to be alive and no injury. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Analysis of the device, model # 3058, sn (B)(4), found the setscrew to be backed out too far. The setscrew was able to be r e-threaded and tightened down to a known good lead.

Manufacturer narrative:
(B)(4).